Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary 911 'kit' changed its medication list when the upgrade happened, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 24-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the 911 'kit' changed its medication list after the upgrade. A technical support specialist found that during the 1.8 upgrade, the medication nc9993 epinephrine anaphylaxis kit 1mg/ml was removed from the kit on the server. The user added the medication back, and the customer wanted to know why it was removed. The technical support specialist advised the customer that it was due to the facility formulary not matching the upgrade criteria. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary 911 'kit' changed its medication list when the upgrade happened, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.